Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold measurements during a routine follow-up check and it was decided to replace the rv lead. It was noted during the rv lead revision procedure, that there was a suspected fracture behind the connector pin of the rv lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. It was noted the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the distal conductor was extrinsically distorted due to kinking/buckling, the distal lv (low voltage) electrode of the lead was covered in blood, and the outer insulation of the lead was extrinsically breached due to a cut. Visual inspection of the lead indicated apparent explant damage. The analyst commented there were no anomalies observed regarding the connector pin, a spin was not observed, conductor fracture was not observed and all electrical testing was within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.